Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had st-segment changes. The st-segment changes were noted approximately 15-20 minutes after the start of the case. As a result, the procedure was terminated. There were no biopsies collected. Post-procedurally, the patient presented with left-sided weakness and a stroke code was initiated. The patient¿s troponins were elevated secondary to type ii non-st-elevation myocardial infarction (nstemi). A head CT and MRI of the brain showed acute or early subacute infarction. The patient was admitted to the neurology unit due to the event. There was no malfunction of the ion system, instruments or accessories noted. The physician does not believe that an ion product caused or contributed to the reported event. The physician believes that the st-segment changes were caused by the patient¿s underlying heart disease and the anesthesia received during the procedure. The patient was later discharged to a rehabilitation facility.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: the patient had st-segment changes during an ion endoluminal lung biopsy procedure. As a result, the procedure was terminated. Post-procedurally, the patient presented with left-sided weakness and a stroke code was initiated. The patient¿s troponins were elevated secondary to type ii non-st-elevation myocardial infarction (nstemi). A head CT and MRI of the brain showed acute or early subacute infarction. The patient was admitted to the neurology unit due to the event. Although the physician believes that the st-segment changes were caused by the patient¿s underlying heart disease and the anesthesia received during the procedure, the root cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.